Manufacturer narrative:
Initial and final MDR (B)(4).- MDR - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula. The blood glucose level of the patient was 230 mg/dl. The issue occurred with two infusion sets and site was patient's abdomen. No further information available.